Event description:
Allegedly the patient was revised due to constant pain and the cup sliding out of place (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00979, -00980. This report will be updated when the investigation is complete.